Manufacturer narrative:
Although no adverse event was reported due to the accidental cutting of the catheter, the facility stated that the cut portion of the catheter may still be inside the patient. This may contribute to an adverse event in the future. The actual device and the lot number are not available. Should add'l pertinent info be obtained, a follow-up report will be filed.

Event description:
It was reported that a nurse was trying to cut the pacing wire and accidentally cut the catheter. A portion of the catheter may still be in the patient.